Event description:
It was reported that the patient's device was protruding through the skin; she could feel the lead. To get relief, the device has to be turned up so high that it causes pain in the rectum, vagina, and back. The device is currently turned off. It was also stated that the battery has been "dead for a while". The patient was scheduled to have the device explanted. Further information is being requested from the hcp.